Event description:
The field service engineer (fse) reported to olympus on behalf of the customer the olympus the evis lucera elite colonovideoscope was reprocessed with an endoscope reprocessor whose filter had not been changed in two years. There was no patient/user harm or injury reported due to the event. This MDR is being submitted to capture the reportable malfunction found during inspection and filter change.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted. Related cases: (B)(6) (model: oer-4/ serial: (B)(4)) endoscope reprocessor, (B)(6) (model: gif-xp290n/ serial: (B)(4)) evis lucera elite gastrointestinal videoscope, (B)(6) (model: gif-h290/ serial: (B)(4)) evis lucera elite gastrointestinal videoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The reported incident occurred because the reprocessing instructions specified in manufacturer¿s instructions for use (IFU) were not followed by the end-user. The occurrence of the reported improper reprocessing issue can be prevented by adhering to the instructions found in the following sections of the IFU: ¿4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd¿ and ¿7.2 replacing the water filter (maj-824).¿ olympus will continue to monitor field performance for this device.